Event description:
(B)(4). Thyroid disease - resulting in thyroidectomy, excessive bleeding with clots - resulting in ablation, weight gain, bloating, mood swings, bouts of depression, chronic fatigue, painful cramping, chronic pelvic pain, loss of libido, relationship issues...